Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they were not nearly where they were with movement of head/neck; there was a loss of therapy which was sudden in nature and had started in (B)(6) 2016. There was a return of symptoms. The patient had hand tremors. The patient had fallen several times due to barely being able to walk, patient was falling every day. The patient had a fall at the time that the symptoms had started getting worse. The patient programmer was not available to check the status of the implant. The patient had not been able to get to their healthcare professional. The patient was very angry and upset and they were dying. Patient inquired if they should go to the emergency room. Reference manufacturer¿s report number: 3004209178-2016-12799 for patient¿s other implantable neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.